Event description:
A customer contacted stryker to report that their device had powered off unexpectedly when pressing the charge button during patient use. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
A stryker service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After replacing the battery pins as a precaution, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly when pressing the charge button during patient use. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.